Manufacturer narrative:
G4: 18may2020. B4: 19may2020. The customer replaced the data acquisition board and motor controller board to address the reported problem. The unit successfully passed the required performance verification test. The mc(motor controller) and data acquisition were returned to failure investigation (fi) for evaluation. The visual inspection revealed no anomalies. Install returned mc(motor controller) and data acquisition into known good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. The ventilator remained operational with no errors detected. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Customer complaint not verified. No fault found in either returned product. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 25 oct 2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse was unable to duplicate customer complaint, error 100a or black screen. The fse stated the customer exchange the data acquisition pca, central processing unit pca, power management pca, and the motor controller pca prior to repair. No issues were found. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit immediately goes to black screen with error da pcba adc reference failed. After swapping the (power management) pm unit is still having the same issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported the unit immediately goes to black screen with error da pcba adc reference failed. After swapping the (power management) pm unit is still having the same issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.